Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. The patient underwent surgery two weeks later and crack in the tube connecting the pump and right cylinder was identified. Therefore, the pump was replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. The patient underwent surgery two weeks later and crack in the tube connecting the pump and right cylinder was identified. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was identified to be cut down to the pump block and was not returned for analysis. No leaks were found within the pump. The pump was functionally test and did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have affected the functionality of the device. As the tubing was not returned, the reported tubing crack could not be confirmed.